Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The reporter was instructed to shut off the processor, disconnect the paddle connector, inspect for damage or missing gold pins, clean with alcohol prep pad, dry it. After this inspect the socket when connected to see if it feels loose after inserting the connector, then try powering on once again: the reporter said that after trying the steps above, the socket does not feel loose, powered on processor again, but the color bars still remain. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the subject device was getting color bars with no endoscopic image. The event has occurred during an unspecified procedure. There were no reports of patient harm.